Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Prior to the event, on (B)(6) 2022, the patient experienced "lows" in school and when the teacher compared values, the cgm and bg finger stick (bg fs) values were aligned. The cgm value was 2.5 mmol/l and the bg fs value was 2.5 mmol/l. Throughout the afternoon and overnight the readings were 4.0-5.0 mmol/l. In the morning on (B)(6) 2022, the patient complained of nausea and vomiting. The cgm value was 4.2 mmol/l, the bg fs value was 19.0 mmol/l, and ketones were 1.0 mmol/l. The patient was using an insulin pump which delivered insulin based upon cgm values. The patient was treated with mdi and taken to the emergency room (ER). At the ER, the patient was vomiting and ketones increased to 2.5 mmol/l. The patient was treated with IV saline, the cgm sensor session was stopped, and the sensor was replaced. They remained at the ER for 3-4 hours for monitoring, and no issues were reported with the new sensor. The patient was discharged the same day when the ketones ranged from 0.3-0.2 mmol/l. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.